Manufacturer narrative:
It was reported that following sling insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, erosion and additional surgeries and inflammation. It was also reported that the patient underwent revision of suburethral sling on (B)(6) 2006 due to erosion. She also underwent laparoscopic burch on (B)(6) 2007 due to recurrent stress urinary incontinence and chronic pain. It was reported that she underwent repair of bladder defect and suburethral sling, and cystoscopy due to recurrent stress urinary incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and the aris-transobturator sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. .

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence. (B)(4).